Manufacturer narrative:
Additional information: g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the image noted one reload outside of its packaging. The jaws were open and the staple pushers were up distally. Tissue could be seen on the distal end of the cartridge. Several staples were inside of the cartridge. Visual inspection of the returned product noted the reload was fully fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected and the reload interlock was tested and found to function properly. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the donor nephrectomy, the reload was positioned onto the vein, clamped, and most of the staples have been deployed and released from the stapler, however, in the section where the vein was, the staples were still in the jaws of the staple, formed but not released. This resulted in the vein beginning to spurt blood as it was not sealed, and the distal staple line was incomplete. The procedure was extended by five minutes. To manage the bleeding, two hemolocks were placed on the vein to seal it and additional reload was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired/was partially fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. It was reported that during the donor nephrectomy, the reload was positioned onto the vein, clamped, and most of the staples have been deployed and released from the stapler, however, in the section where the vein was, the staples were still in the jaws of the staple, formed but not released. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.